Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient was suspected to have peritonitis. The event was manifested by abdominal pain, vomiting, fever, and cloudy effluent. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for suspected peritonitis. The cause of the event, action taken with dianeal therapy, and the patient¿s recovery status were not reported. No additional information is available.